Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level, however, a specific bg value was not provided. Reportedly, there was not an active continuous glucose monitor session started on the pump, therefore insulin delivery was not automatically adjusted. Additional information was not provided, and the customer declined troubleshooting with tandem technical support.